Event description:
In 2000, pt underwent a craniotomy and excision of meningioma with implant of dura-guard dural repair patch. On 4/20-21/2000, pt developed fever; on 4/22/00 pt presented with left hemiparesis necessitating hospitalization. Pt underwent another craniotomy with wound tap in 2000; re-operation the next day with drainage of extradermal, subdural and intracerebral abscess on both sides of the dura-guard patch. The dura-guard was explanted and replaced with absorbable collagen film. The wound cultured positive for staphylococcus aureus.